Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, no complications were noted during the procedure. The patient was seen post-operatively on (B)(6) 2008 for a bladder infection and was prescribed bactrim. The patient was last seen on (B)(6) 2009 for a vaginal infection and sexually transmitted disease. The patient was prescribed flagyl. There were no indications or complaints noted during either post-operative visit. All other information is unknown and unavailable.